Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in supplemental report.

Event description:
The pt contacted lfs alleging that her one touch ultra meter was set to the wrong unit of measurement. The meter was set to mg/dl, instead of mmol/l. The pt reported that she made an appointment with her physician. She was advised by the physician to take extra insulin. There was no indication that the pt was tested at the physician's office. The technical svc rep advised the pt to contact the nurse regarding her insulin regimen, as the meter was set to the wrong unit measurement. The pt neither alleged harm nor experienced injury or medical intervention. The tsr confirmed that the meter was previously set to the correct unit of measurement. The pt reported that she could not recall entering the set-up mode. Based on the info supplied by the pt, there is an indication that the prod malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter, test strips, and control solution were replaced.